Manufacturer narrative:
The event of ipg explant/replacement due to ipg reaching end of life was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Event description:
It was reported that the patient's scs ipg reached its end of life and would no longer provide therapy. The issue occurred on an unknown date. It is not known if the device depleted due to high energy therapy parameters or due to device malfunction. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.